Manufacturer narrative:
This supplemental report is being submitted to withdraw this medical device report because olympus confirmed that this event had been already reported in MFR # 8010047-2017-01437 and this report was duplicate report of the 8010047-2017-01437.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus was informed that during routine surveillance culturing test by the facility, the air/water channel of subject device tested positive for enterobacter cloacae(16cfu/100ml) and the biopsy channel tested positive for klebsiella pneumoniae (2/cfu/100ml). The suction channel also tested positive for enterobacter cloacae(182cfu/100ml). The subject device had been reprocessed with non-olympus automated reprocessor (lancer) with peracetic acid. The forceps elevator was replaced in october, 2016 according to an olympus field corrective action. There was no report of infection associated with this report.